Manufacturer narrative:
Results is based on evaluation of user facility information and the actual device; is based on the retention samples from the reported and surrounding lots. Conclusions is based on evaluation of user facility information and the actual device; is based on the retention samples from the reported and surrounding lots. The actual device was returned to the manufacturing facility for evaluation. A visual inspection revealed a hole in the sheath at 53mm from the hub and a kink at 55cm from the hub. An evaluation of the retention samples from the reported lot, as well as the surrounding lots, revealed no visual anomalies. In addition, functional testing confirmed the products met manufacturing specification a review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be determined, based on the investigation the returned sample confirmed the reported complaint. The kinking on the sample, is indicative of extra force required for removal. It is possible that the sheath encountered calcification which could create the reported damage. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00038 to provide sample evaluation results as well as patient information.

Manufacturer narrative:
The actual device was returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported sheath damage on the involved device. Follow up communication with the user facility confirmed the following information: (1) the physician pulled the sheath following completion of the case; (2) a hole toward the distal end of sheath was noticed; (4) the procedure was completed successfully; and (5) there were no patient issues.